Event description:
Pt found unresponsive with slow respirations. Pca pump read only 27.9 cc total dose, 60cc syringe empty with plunger stuck at 30cc's with air only and no morphine. 30cc's of morphine had free flowed into pt in approx 20 mins. Narcan administered to pt and she was transferred to ICU. Test of pca pump was negative. Test of syringe revealed that when liquid reached the 30cc free flowed out of the syringe.